Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery was not charging. When he placed the battery on the charger, a fault was indicated. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (will not charge/battery fault). Upon investigation, contamination was found on the cells and pca board. The cause of the fault and inability to charge is contamination on the cells and pca board. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.